Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by veterinarian that an animal underwent spay and gastropexy procedure on (B)(6) 2016 and suture was used to close the skin incision. Following the procedure, approximately (B)(6) 2016, the suture broke down.